Event description:
Patient reported thinking that sometimes the infusion device does not give the vibroalarm during the bolus. Had patient check the bolus history. Verified all boluses are readable. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and alleged product has been returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.